Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and indicated that pacing threshold measurement of this lead had also increased and the patient began to experience diaphragmatic stimulation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received stating the elevated threshold measurements were continuing and loss of lv capture was noted despite maximum device outputs. The lv lead was programmed off and the patient will be brought back in one month for follow up. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range pacing lead impedance measurement greater than 2500 ohms. Additional information was received and indicated that the physician would continue to monitor the patient. The lv output was increased. The lead remains in service. No adverse patient effects were reported.